Event description:
The patient contacted animas on (B)(6) 2012 alleging that the past 4 weeks the patient was having an issue with the up and ok buttons responding to presses. Patient denied any moisture in the pump and denied any misuse of the product. The alleged issue was not resolved and the product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow , ok, and contrast keypad buttons were intermittently unresponsive; the down arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.